Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) and stent. The shaft, hypotube, tip, stent, and balloon were microscopically examined. The stent protector was not returned. The majority of the stent had stretched and bent stent struts which extended over the distal tip. The stent was moved distally on the balloon. The damage is consistent with difficulty removing the balloon protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2016. It was reported that mandrel removal difficulties were encountered. During preparation of a 12 x 2.50 rebel stent, the protector wire could not be separated from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was damaged and moved on balloon.